Manufacturer narrative:
Batch review performed on 26 february 2018 lot 162180: (B)(4) items manufactured and released on 30 may 2016. Expiration date: 2021-05-16 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event. Femoral component sphere cemented size 5+ l reference 02.12.0025l (k140826) lot 171021: (B)(4) items manufactured and released on 19 june 2017. Expiration date: 2022-05-17 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Tibial insert fixed sphere flex size 5/10 mm l reference 02.12.0510fl (k121416) lot 162167: (B)(4) items manufactured and released on 04 july 2016. Expiration date: 2021-06-20 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 1 year and 4 months after primary the surgeon revised the patient knee for infection removing all the hardware and implanting a spacer. The surgery was completed successfully.

Manufacturer narrative:
On the (B)(6) 2018 the surgeon implanted the final devices successfully.